Event description:
It was reported that the screen of the device turned red and then turned off. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service. The failure of the cockpit could be confirmed. The screen was barely visible, and the touch screen was not responsive. The lc display was replaced which solved the reported failure. The device was tested and confirmed to be operating as per manufacturer´s specification. The running ventilation is not affected by cockpit failure like touch screen issues. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display and the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.